Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber/glass cap was fractured at the uv glue zone. The glass cap distal part was detached and not returned. The heat shrink tubing open end wall exhibited minor scratch marks. Based on the observed glass cap detachment, it is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that the tip of the fiber disconnected after 171,083 joules with 31:58 minutes of use. The tip of the fiber was not cleaned during procedure. The case was completed with a second fiber without patient complications.

Event description:
It was reported that the tip of the fiber disconnected after 171,083 joules with 31:58 minutes of use. The tip of the fiber was not cleaned during procedure. The case was completed with a second fiber without patient complications.